Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support is protruded. Customer stated that he has pushed it back in, he was not connected. Customer noticed the protruding drive support cap during rewind process. The blood glucose reading is 167 mg/dl. Nothing further reported.